Event description:
On (B)(6) 2025 the customer reported repeatable elevated hstni (accesss high sensitivity troponin I, part number b52699 and lot number 440450) results for one patient were generated on the customer's dxi 600 access immunoassay w/spot b analyzer, part number a71460 and serial numbers (sn) (B)(6). The patient was transferred to another facility and sent to the catheter laboratory and underwent a cardiac catheter procedure. No further information was provided. Customer provided the following results for one patient. Customer did not indicate which results were generated on which instrument. The initial hstni patient result was 4058 ng/l (B)(6) 2025 at 06:58 am. A second draw result of 3751 ng/l was obtained at 08:19 am. Then three additional samples form this patient were collected on (B)(6) 2025 and tested with the following results: 5615.4 ng/l, 5823.3 ng/l and 6603.0 ng/l. The customer reported that all troponin-t results on cobas were low (as expected). There were no hardware errors or issues with other assays reported in conjunction with this event. No system check was provided. Customer reported that instrument maintenance on both instruments was up to date with no reported issues. Both calibrations passed on (B)(6) 2025 using reagent lot 440450 and calibrator lot 439786 for instruments sn (B)(6). Quality controls (qc) were passing within the laboratory¿s established ranges on both instruments. No issues with samples integrity were reported by the customer.

Manufacturer narrative:
A1: the full patient identifier is (B)(4). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: the access high sensitivity troponin I reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. No issues with sample integrity were reported by the customer. There was no indication of carryover as the customer reported obtaining repeatable high troponin results for one patient on different samples and different analyzers. Furthermore, the customer did not report obtaining high troponin sample results prior the questioned results. As interference was suspected, the customer performed serial dilution of one of the samples. A non-linear dilution indicates the presence of interfering substances within patient sample. The dilution test results showed the presence of interferences since the test was non-linear. However, further interference testing could not be performed as the customer did not provide any patient sample to beckman coulter. Per access hstni instructions for use, c09448 h, "for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce human anti-animal antibodies, e.g. Hama, that interfere with immunoassays. Additionally, other antibodies such as human anti-goat antibodies may be present in-patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies. Other potential interferences in the patient sample could be present and may cause erroneous results in immunoassays. Some examples that have been documented in literature include rheumatoid factor and fibrin. Carefully evaluate results if the sample is suspected of having these types of interferences." In conclusion, the likely cause of the repeatable elevated hstni results for this specific patient is due to a patient source interferent. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.